Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt presented in cardiac arrest. Additional info received indicated that the pt experienced shortness of breath and "just slump over." The family drove him to the e.r. Where he was found to be asystolic. IV calcium was given and his ICD was interrogated and they did not find any arrhythmias, but loss of capture and he had profound acidosis. The pt was found to be brain dead and they withdrew care. The family declined an autopsy and no equipment will be returned.